Event description:
Iabp catheter inserted on three occasions and ruptured each time. Patient s/p avr & iabp placement in 2006. The iabp catheter ruptured 1 in the or and replaced. Patient was transferred to the sicu and next day returned to the or x 2 for replacement of iabp catheter due to rupture. All catheters with lot# mf60115067 were sequestered. Patient remained unstable and on multiple pressors until he subsequently expired the following day.